Manufacturer narrative:
The insulin pump had operating currents within specification and passed the self test, reset error test, rewind and displacement test. However, the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The drive support cap was inspected and no anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads, a corroded battery tube, and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump had alarmed and squirted out insulin during the manual prime. The blood glucose reading was 202 mg/dl. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.